Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unspecified hernia procedure on unknown date and the mesh was implanted. After the procedure, the patient was experiencing pain about six months to a year and scan/medical imaging showed that there were adhesions from the mesh. It was also reported that the patient has not been re-operated on and states that the pain has not been bothering them for the last couple of years. No further information is available.